Event description:
It was reported that during the procedure the fiber tip deteriorated after 29,000j at 80w operation. The fiber laser was forward firing and effectiveness was decreased. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, analysis of the returned fiber confirmed the reported allegation of the fiber forward firing during use. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures at the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instruct the user to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during the procedure the fiber tip deteriorated after 29,000j at 80w operation. The fiber laser was forward firing and effectiveness was decreased. A second fiber was used to complete the procedure without clinical consequences to the patient.